Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. Tandem technical support attempted to obtain how customer treated their bg but customer declined further troubleshooting or giving additional information. Customer reverted to an alternative method of insulin therapy.